Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that during suturing they noticed the wire was sticking out of the end of the prongs of the large suturecut needle driver. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument in question was thrown out accidentally. The return of the instrument will be cancelled.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the large suturecut needle driver for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received.